Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D4. UDI, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received in good condition but it leaked from a poor connection at the silicone elbow fitting between the enclosure and pump inlet. The complaint was confirmed. Root cause of the leak was attributed to the connection at the silicone elbow fitting between the pump and the pump inlet was broken. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Secured the faulty connection with silicone glue and replaced the reservoir gasket. Performed preventative maintenance. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the bottom. Patient involvement unknown.